Event description:
It was reported that a low battery power alert became frozen on the pump screen and the customer was unable to clear the alert. During troubleshooting with tandem technical support, the alert was cleared. The customer reported that she had not delivered a bolus since the night before, when the alert became stuck. The customer stated that her blood glucose level was likely to be in the 300's (mg/dl) range.

Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.